Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of above 500 mg/dl with moderate level of ketones. Reportedly, the cause was the customer ran out of insulin in the pump. The customer attempted to resolve the issue by changing all supplies. The customer went to the emergency room (ER) where saline and insulin were administered to address the elevated bg. The customer left the ER in stable condition and a bg approximately 132 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.